Event description:
An invasive procedure was performed to reposition lead after it became dislodged. The second procedure was performed the same day as the initial implant. Implant date:1/26/96 remains active.